Manufacturer narrative:
(B)(4).

Event description:
During a pump refill procedure, the septum was unstable, so the pump pocket was filled with morphine. Due to this, the patient showed unspecified side effects, and needed to be hospitalized in the intensive care unit to monitor the patient's condition. Additional information has been requested, a follow-up report will be sent if additional information becomes available.